Manufacturer narrative:
A ge representative has not yet evaluated the system, customer will run checks. Problem is very intermittent. (B) (4).

Event description:
The customer reported the system continues to fluoro after releasing foot pedal. No patient injury was reported.